Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by caller that the trial patient was in the hospital. No further complications were reported or anticipated.